Manufacturer narrative:
(B)(4).

Event description:
It was reported that the polarstem extractor block broke while trying to slap out an implanted polar stem. The procedure was completed using a s+n backup device. No injury to the patient was reported. A surgical delay of 30 min or less was reported. The newly implanted stem had to be extracted because the surgeon was not able to reduce the hip after implanting. As a result, the stem was downsized and sat lower in the canal, creating room for the hip to be reduced.

Manufacturer narrative:
For the correction MDR, I propose the following narrative in h10: after review of this event, it was determined that complaint (B)(4) is a duplicate of (B)(4) and it was already submitted under your reference number 9613369-2021-00032. Hence, this event does not meet the threshold for reporting and is a non-reportable event.